Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: it was reported from a customer that the adc device "failed to work" and encountered a "scan again in 60 minutes" error message. Adc customer service was able to reach the customer and the customer indicated "already assisted and a replacement along with a return kit was already sent on 1apr2024. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state) and insertion failures was observed in the event log. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was activated with a known good reader. All results were within the specification. Therefore issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: it was reported from a customer that the adc device "failed to work" and encountered a "scan again in 60 minutes" error message. Adc customer service was able to reach the customer and the customer indicated "already assisted and a replacement along with a return kit was already sent on 1apr2024. Based on the information provided, there was no report of serious injury associated with this event.